Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush heads on (B)(6) 2018. Product investigation is in progress.

Event description:
Consumer reported via social media that brush heads broke, and the bottom brush broke away from the stem in his mouth. No injury was reported.

Event description:
Consumer reported via social media that brush heads broke, and the bottom brush broke away from the stem in his mouth. No injury was reported.

Manufacturer narrative:
06-aug-2018 product investigation results: reporter returned toothbrush head on 06-jul-2018. Toothbrush head confirmed to be counterfeit.